Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Additional information: the reporter contacted animas on (B)(4) 2014 with the following additional information: it was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. Reportedly, the pump powered on properly after changing to a new battery from a new pack. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter initially alleged that the display screen was blank and the pump was continuously emitting power-up audible cues after a battery change. It was later reported that the pump was experiencing a no-power issue and could not power on at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.